Event description:
The event is reported as: complaint description: ¿the trigger came in contact with the housing (hit against the edge of the housing) when it was depressed. Also, the pawl spring was broken. Issues were reported during use on a pt but the event caused no harm to the pt.¿ no pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A visual inspection of the picture received was performed, and the broken pawl spring was observed. No other defects were found. A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Although, from the picture the broken pawl spring was observed, the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. However, the MFR will continue to trend relating complaints.